Event description:
Info received indicates the brake will not stay locked.

Manufacturer narrative:
The hill-rom field tech will perform mod 424 to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals, and adjusts all four casters of the affinity 4 birthing bed.